Event description:
It was reported that "the patient had a catheter inserted and sutured on patient neck. During the treatment the patient could have, as an accident, drawn out the catheter and he died of bleeding." The catheter body separated from the suture wing which was still attached to the patient.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Additional information has been requested. When the investigation is complete, a final report will be submitted.